Manufacturer narrative:
E.1 initial reporter facility name - (B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es orders greyed out and showed no access. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were greyed out and was showing no access. A technical support specialist (tss) dialed into the server and verified that stations prcc2s and prcc2n had no override group for respiratory. The registered nurse (rn) user was able to remove medication because they were part of the override meds group, which the station was already in. The system functioned as intended after technical support specialist verified the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es orders greyed out and showed no access. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.